Event description:
A customer reported experiencing a past low blood glucose (bg) event. As the specific lowest bg level was not known, it was described as "low." Cause was not known. The customer addressed the low bg by consuming carbohydrates. The control-iq feature on the customer¿s pump, which includes ciq software, was active at the time. Technical support advised the customer to consult with a healthcare provider to investigate factors affecting bg levels, which the customer acknowledged and understood.